Event description:
Following receipt of FDA safety alert: potential cross-contamination linked to hemodialysis treatment dated 5/99 recommendations completed 5/13/99, pts identified using the contaminated machine and will be notified. Hemodialysis blood tubing related to FDA safety alert first used 12/29/98 until MFR recalled 5/10/99. Replacement tubing in use by 5/11/99. All machines (17) inspection completed on 5/13/99. Dialysis machines: contamination found in machine's internal venous pressure tubing line. Contaminated line replaced and machine disinfected.